Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device advised shock for what was believed to be a non-shockable heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.